Manufacturer narrative:
The ge service rep ordered a rui console. He removed/replaced the rui console. The system functions as intended.

Event description:
The customer reported that three was a joystick error message displayed on the system. The customer reboots system several times to use the system.